Event description:
It was reported that pump experienced malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again.